Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection confirmed the low density polyethylene bag (ldpe) adhered to the surface of returned femoral component. A product history search revealed one additional complaint ((B)(4)) against the part and lot combination. A health hazard evaluation evaluated the risk to the patient and found "risk assessment indicates that the likelihood of a toxic effect from the ldpe bags is negligible". Testing has been done that shows the residue can be removed with a cloth moistened with water or isopropyl alcohol. This lot was manufactured on 3/jun/2005. The device was used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that when the implant package was opened during surgery, the plastic packaging bag was stuck to the surface. Surgery was completed with another implant. There was a 20 minute surgical delay.